Manufacturer narrative:
(B)(4). Measured resistance from power entry module ground to door post: 0.044 ohm; checked for loose ground and found loose door post; tightened screw on door post and measured resistance: 0.009 ohm; internal inspection: no problems found; reviewed the device history for previous return: previous return unrelated. The pal determined that the device did not meet specification relative to the reported issue. The assignable cause for device failed ground bond resistance test was determined to be loose door post. Device will be sent to servicing, scrap door post.

Event description:
The customer discontinued use of the homechoice (hc) machine and returned it to baxter (B)(4). Device was returned due to the (B)(4) homechoice / homechoice pro iipv field communication and software upgrade. The product analysis laboratory (pal) determined the hc machine system failed rite (returned instrument test/evaluation) testing due to a rite - ground bond failed performance spec: measurement: 0.106 ohm (specification 0.001 ohm - 0.100 ohm). Rite test failure, no patient involved.